Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call for high blood glucose. Blood glucose at the time of incident was 517 mg/dl. Current blood glucose was 184 mg/dl. Customer¿s mother stated that they was having insulin flow blocked alarm. Customer is reporting a past event. Customer reports alarm occurred during fill tubing. Customer reports event was resolved by changing complete set (infusion set and reservoir). The reservoir will not be returned for analysis.